Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). The 2.5x15mm apex balloon was advanced to the lad and it was noted that the physician felt a little resistance. The balloon was inflated in the lad and ruptured at an unk pressure. The device was removed and the procedure was successfully completed with a 2.5x15mm non bsc balloon. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B)(6). (B)(4).